Event description:
It was reported that the 7.3mm cannulated screw ended up shorter that the actual measured distance. No additional information was provided. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.